Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. Wife is calling on behalf of the customer. The customer is concerned with results obtained of 223mg/dl. The expected fasting blood glucose test result range is 80-250mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1:44mg/dl date: (B)(6) 2018 time:8:00pm control. Result 2:223mg/dl date: (B)(6) 2018 time:1:41pm fasting. Result 3:98mg/dl date: (B)(6) 2018 time:9:13am fasting. Result 4:120mg/dl date: (B)(6) 2018 time:5:52pm fasting. Result 5:235mg/dl date: (B)(6) 2018 time:3:17pm n/fasting. Customer says that at her husband's most recent doctor's appointment, his glucose level was checked using the true metrix meter and another meter. Customer says that on the true metrix, result was 235mg/dl and on the other meter, result was 185mg/dl. Customer says that lab results were also significantly lower than the true metrix and that her husband's most recent a1c level was 8.1%. Customer ran control test before calling and is still not comfortable with meter even though results were within range.